Event description:
It was reported that the device shows failure in the threshold test and intermittent loss of capture. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The final acceptance test proved the device functions to be as specified. The returned device data has been analyzed. The analysis showed a normal and expected ICD behavior. The data documents that, since the follow-up on may 17th, 2024, the pacing amplitude in the rv was programmed to 0.5 v at 0.4 ms and atm. This small pacing amplitude resulted in the reported loss of capture events. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.